Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b2, b5, d4, d6a, d6b, h4, h6.

Event description:
Healthcare professional reported "broken implant" on an unknown side. Healthcare professional later reported rupture was on the contralateral side and there is no complaint against the right side device. Device was explanted.

Event description:
Healthcare professional reported "broken implant". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.